Event description:
When inserting a test strip into the blood glucose monitoring device, the meter generated a result of "lo" prior to dosing the strip with blood. Reporter stated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.